Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula kinked event and then went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2024 due to high blood glucose. The event occurred most likely within three hours of insertion. The insertion site was abdomen. The blood glucose level was 852 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin, antibiotics and electrolytes. The ketones were also high. The patient was released from the hospital on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.